Event description:
During laparoscopic cholecystectomy (lap chole), dr. [Name redacted] was attempting to clip the common bile duct with 5mm clip applier. The applier "pushed the clip out to far" and the applier wouldn't close. Another applier open and worked properly.